Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore no physical analysis of the device can be performed. The lot number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. As noted in the precautions portion of the device instructions for use (dfu), "free movement of the guidewire within a catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, procedural and/or clinical factors appear to have impacted on the event as reported. If there is any further relevant information provided, a follow up medwatch report will be filed.

Event description:
While removing the balloon from the wire, the wire was stuck and peeled off a wire. They completed the procedure, standard or normal. This happened during the procedure and inside the patient's body. The patient was fine. No complication.